Event description:
In 2009, the pt reported receiving an e6 (mechanical) error on his infusion device. His battery had been in use for 2 weeks. He was advised to insert a new battery and to perform the change cartridge process. He stated that the piston rod retracted completely but did not "come back up" the way it normally does. He stated that the piston rod does not seem to adjust forward like it used to. He stated that there is moisture in the cartridge compartment and he notices the moisture every 2-3 cartridges for the past month or 2. He stated that the moisture smells like insulin but he is not certain that it is insulin. He believes it may be condensation from the cold insulin cartridges. He was advised to allow insulin to reach room temperature prior to use. He stated that it is enough moisture to pour out of the cartridge compartment. He stated that he does attach the infusion tubing and adapter to the insulin cartridge prior to insertion into the infusion device. The insulin cartridge plunger has not been stuck to the piston rod and the insulin cartridge does not appear to be damaged or leaking. He stated that the infusion device has not been exposed to water. The pt stated that he would switch to his backup infusion device. No physiological effects were reported. The infusion device and insulin cartridge were requested to be returned for evaluation.